Event description:
It was reported that the patient experienced inadequate coverage/therapy. Reprogramming was unable to resolve the issue. Imaging revealed the leads had migrated. As such, surgical intervention took place on (B)(6) 2026 wherein intraop testing showed stimulation in wrong areas with leads at several levels. In turn, the entire system was explanted to address the issue.

Manufacturer narrative:
Date of event (b3) and patient weight (a4) are estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.